Event description:
The customer's mother reported that son's insulin pump was damaged. Customer stated that son fell off the bike and screen on the insulin pump was damaged. Customer's blood glucose was 238 mg/dl. Customer stated that she can read the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked and bleeding liquid crystal display glass, cracked display window, cracked display window corner and cracked reservoir tube lip.